Event description:
It was reported that during a da vinci s prostatectomy procedure, the surgeon saw shavings from the shaft of the pk dissecting forceps instrument fall into the pt. The surgeon immediately removed the pk dissecting forceps instrument, irrigated the area, and removed all visible shaving from the pt's anatomy. The planned surgical procedure was completed with a different instrument. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed that the distal end of the main tube has a couple of sections with material removed on one side. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.